Event description:
It was reported that metal filings were noted on the sterile field during a procedure. The exact root cause could not be determined. No adverse consequence was associated with the device.

Manufacturer narrative:
During evaluation of the device, metal chips were noted inside the chuck and the chuck jaws were noted to be worn.